Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead had cardiac effusion. Moreover, post implant procedure the patient experienced chest discomfort and was monitored for few hours. An echocardiography was performed and confirmed effusion. This ra lead was surgically repositioned and still remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead had cardiac effusion. Moreover, post implant procedure the patient experienced chest discomfort and was monitored for few hours. An echocardiography was performed and confirmed effusion. This ra lead was surgically repositioned and still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to f10: impact code.